Manufacturer narrative:
(B)(4).

Event description:
It was reported impedances were found to be high on all contacts in the right channel during the procedure. The physician reconnected the lead extension connector. After reconnection, all configurations with contact 11, both unipolar and bipolar, had high impedances of over 40,000 ohms. The physician reconnected again; however, the issue was not resolved. It was noted the device was implanted and remained in service. There were no patient symptoms or injuries related to the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown, lead. Lot# unknown, product type: lead. Product ID: 37085-60, serial# (B)(4), product type: extension. Product ID: 37085-60, serial# (B)(4), product type: extension. (B)(4).

Event description:
Additional information received reported that following implant in 2012 the impedances were noted as normal. The healthcare professional (hcp) checked the patient¿s old impedance records and found that case, 10, and 11 had impedances greater than 40,000 ohms on the day of implant.